Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were unresponsive. The customer stated that they had high blood glucose and using ten years old insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch.no button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. (B)(4).